Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a high readings issue with the adc freestyle libre sensor. Customer reported that on (B)(6) 2019, she obtained an unspecified high reading on the adc sensor compared to an unspecified reading obtained on a competitor brand meter. Customer self-treated with 12 units of insulin (type unknown) and was subsequently seen at a hospital where she was treated with intravenous glucose. No further information was reported by the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information:device mfg date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported a high readings issue with the adc freestyle libre sensor. Customer reported that on (B)(6)2019, she obtained an unspecified high reading on the adc sensor compared to an unspecified reading obtained on a competitor brand meter. Customer self-treated with 12 units of insulin (type unknown) and was subsequently seen at a hospital where she was treated with intravenous glucose. No further information was reported by the customer. There was no report of death or permanent impairment associated with this event.